Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 130mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is within the month of (B)(6) . The meter memory was reviewed for previous test result history: revi1:97mg/dl, (B)(6) 2016 08:39 pm, fasting: yes. A 125mg/dl, (B)(6) 2016 09:29 pm, fasting: yes. A 132mg/dl, (B)(6) 2016 07:05 am, fasting: yes. A 153mg/dl, (B)(6) 2016 09:47 pm, fasting: yes. A 176mg/dl, (B)(6) 2016 07:21 pm, fasting: yes. Customer has not eaten or taken any medication before performs the blood glucose test. The customer has not had any changes to diet, medication or exercise.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 130mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is within the month of september. The meter memory was reviewed for previous test result history: (B)(6). Customer has not eaten or taken any medication before performs the blood glucose test. The customer has not had any changes to diet, medication or exercise.